Manufacturer narrative:
The customer¿s report of a leak at the connection between the texium adaptor at the end of the secondary line and a baxter primary set was not confirmed. The set and all components were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears. The actuator tabs of the texium adaptor were not damaged. No anomalies or evidence of damage was observed upon visual inspection. Extensive functional and pressure testing found no fault with the returned set. The non-bd primary set to which suspect device was reported to be connected was not returned for investigation. The root cause of a leak at the connection between the texium adaptor at the end of the secondary line and a non-bd primary set was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during the infusion of opdivo, there was leaking noted coming from the location where the texium on the end of the secondary line is attached to the baxter primary line. Tubing was disconnected, reconnected, and leaking continued. This occurred at the beginning of the infusion. There was no report of patient harm.